Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarm occurred. The customer's blood glucose was not impacted. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.